Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced significant low blood sugar events due to needing settings adjustments. No additional information was provided. The customer will follow up with their healthcare provider regarding pump settings.